Event description:
Customer reported that on (B)(6) 2013, he received a reading of 180 mg/dl on his adc blood glucose meter, which was higher than he felt. Customer further reported he subsequently experienced a loss of consciousness ("blacked out"), fell and sustained unspecified "head trauma". Paramedics were called and upon arrival received a reading of 20 mg/dl on their unknown brand of meter. An intravenous infusion of glucose was initiated and subsequent reading of 62 mg/dl (65 mg/dl) was obtained by the emts. Customer was transported to a local healthcare facility where he was diagnosed with hypoglycemia. Customer did not know what treatment was rendered at the hospital. No further information was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with these events.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1269613) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.